Event description:
It was reported that during a varicocele ligation procedure, the clip was scissoring on the vessel. This happened with both devices. A third device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Damaged jaws the analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.